Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model number: i20-20/c55f sa limb aortic extension, lot: 1039998-019, release date: 10/26/2012, expiration date: 09/30/2013.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated, two suprarenal aortic extensions, and two limb stent grafts. Upon follow up, there was question of a leak on left common following an ultrasound. Computed tomography was performed and it revealed an enlarging left common iliac aneurysm. A separation or left limbs distal to bifurcation was also noted. Physician coiled the left hypogastric and implanted a limb to extend to the external. Finally a competitor device was used to extend distally. An endoleak was still observed at the proximal junction so a competitor gore cuff was used in the new limb extension. No leak was noted on final run. No patient injury was reported.